Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this event. Problem: while the pt was positioned on the x-ray table it was noticed the system was fluoroing for approx one minute. No one was near the foot switch to physically activate the fluoro.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.